Event description:
It was reported tha this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of ventricular fibrillation (vf). Device data was sent to rhythmcare for review. Data review determined that this patient has received several episodes with shock therapy delivered. During the episode with undersensing observed, it was noted that prior to therapy delivered the shock zone was increased and the automatic sensitivity was adjusted due to high amplitude signals. Further review of data determined in one of the treated episodes, this s-ICD exhibited myopotential oversensing resulting in an inappropriate shock. This was the only episode where therapy was considered inappropriate. Rhythmcare then provided further troubleshooting and programming options to be considered. This device remains in service. No adverse patient effects were reported.